Manufacturer narrative:
Currently it us known whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error, mainly when the insulin supply was depleted. The customer did not know the blood glucose reading. No significant events leading up to the alarm were observed; however, the customer noted that he had had a magnetic resonance imaging scan done 6 months prior and was unsure whether the device was attached at the time. Advised replacement of the insulin pump. Nothing further reported.